Event description:
The customer reported that during a tpn infusion via a PICC line, fluid was leaking from the first y port junction of the tubing at the y site port closest to the filter line. The infusion was stopped. The tpn bag could not be re-spiked with new tubing per the hospital policy. The md ordered a solution of d10 to infuse until a new tpn bag was available. The clinician stated no patient harm occurred as a result of the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing was noted to be leaking. The user found a hole in the tubing at the top of the silicone segment. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that fluid leaked from the y-port junction was confirmed. Visual inspection of the set noted no obvious damage or anomalies. Examination under magnification observed the set separated at the tubing to inlet arm of the distal versasafe y-site and revealed some evidence of solvent at the distal end of the tubing where it inserts into the versasafe y-site inlet arm. Functional testing confirmed leaking at the tubing to inlet arm of the distal versasafe y-site. Dimensional testing was performed and the tubing was measured to be within the required specification. The root cause was identified as the application of excess solvent that is not allowed to dry sufficiently thus causing the tubing to retract from its original inserted position in the y-site arm of the component creating a gap/leak source.

Event description:
The customer reported that during a tpn infusion via a PICC line, fluid was leaking from the first y port junction of tubing at the y site port closest to the filter line. The infusion was stopped. The tpn bag could not be re-spiked with new tubing per the hospital policy. The md ordered a solution of d10 to infuse until a new tpn bag was available. The clinician stated no patient harm occurred as a result of the event.